Event description:
Plastic tip from microtip that connects to saline bag connected in usual fashion. Priming successful. When foot pedal depressed to ensure cutting device makes proper cutting sound, error on screen indicating "check needle." Black connector with prongs removed and jiggled as instructed by rep with no change in malfunction. Attempt made to prime tip again with same message on screen.

Manufacturer narrative:
(B)(4) 2014 unit was received from the field for evaluation. Refer to evaluation # (B)(4). No defects noted during visual inspection. Unit primed and cut successfully. Disassembled unit to verify internal components. No damage or defect noted. Could not duplicate malfunction. Handpiece was disposed of. (B)(6) 2014 the DHR for microtip lot 26313-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 26313-04. A review of lot history showed that there were five (5) reported microtip unit failures from this lot. Lot 26313-04 has a failure rate of (B)(4). No significant trend was observed. The complaints database was reviewed during the months of august 07, 2013 through january 07, 2014 and showed that there were (B)(4) complaints reported from this facility. This facility was retrained on (B)(4) 2013 by the sr. Clinical mgr. Per the sr. Clinical mgr, he did a run through of the console set up and break down and went over trouble shooting procedures with the facility.